Event description:
On 11/15/2009, covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that the pt was admitted to the hospital in 2007 and while hospitalized, the pt was administered heparin and began to have symptoms consistent with the hypersensitivity-type adverse reactions from contaminated heparin. Upon info and belief, on at least one occasion, the heparin administered to the pt was contaminated heparin. The pt passed nine days later.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.